Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that when the user performed the inline suction procedure on a patient, the ventilator appeared to have a large amount of air leak. The ventilator continued to ventilate the patient, and there was no harm to the patient.